Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly calcified, mildly tortuous lesion exhibiting 95% stenosis located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using a 3.00x18mm resolute integrity stent. It was stated that the event was due to use of the device in a difficult lesion anatomy. The patient was reported to be alive with no injury.

Manufacturer narrative:
Image review: coronary angiogram of the rca confirm the presence of a lesion in the ostial proximal rca. This lesion appears to be due to in-stent restenosis. The mid rca target lesion is confirmed. There are no images showing the attempted delivery of a stent that was withdrawn without deployment. Therefore, it is not possible to identify the resolute integrity stent that was reported to have been damaged during attempted delivery. Both the ostial lesion and the target vessel lesion were successfully treated with the deployment of stents. The difficult lesion anatomy can be confirmed based on review of the rca on the images. The images also show that the procedural guide catheter backing out of the vessel, supporting the statement that the physician was treating a difficult lesion anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.